Event description:
A caller reported a malfunction on the pump, identified as malf 16. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised that the pump could continue to be used and to call back if the issue recurred.